Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges elevated metal ion levels and pain. Update rec's 05/27/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/16/2014 update rec's 03/27/2015 - plaintiff's preliminary disclosure form was received, which identified dor information. The complaint and associated MDR were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/06/2015 update 7/4/16 medical records received. After review of the medical records for MDR reportability, no lab levels provided at the time of this review. Updated head/cup and added sleeve and stem the complaint was updated on: 07/21/2016